Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient reported via the manufacturer representative (rep) that there was a 3-day period of a shocking sensation in the low back when changing positions with the adaptive stimulation on. The patient had noticed a sharp shocking sensation when getting up from a sitting position on (B)(6) 2016. This was reproducible with the same movements. Impedances were checked and only electrode 3 was out of range at greater than 10000 ohms. It was noted that this same electrode was being used on an active program with adaptive stimulation enabled. The electrode configuration was changed to move the cathode on electrode 3 to electrode 4. Stimulation was also increased to maintain optimal pain coverage. It was unknown if the issue was resolved. The patient denied being in any accident or incurring any injury on or around the date of occurrence. The patient was alive with no injury and no surgical intervention occurred or was planned. Additional information received from the rep in response to follow-up reported that the shocking sensation had not resolved as he had experienced one more episode on 2016. He was also experiencing abdominal stimulation possibly related to (B)(6) reprogramming from (B)(6) 2016. The patient was going to schedule another meeting for further evaluation. Additional information received from the rep in response to follow-up reported that the patient had been seen twice on (B)(6) 2016 and (B)(6) 2016. Programming on the second date resolved stimulation in the abdomen. The impedance on electrode 3 was noted again to be greater than 10000 ohms. Programming was performed away from that electrode and coverage was appropriate. The upper half of the lead on both lateral arrays and center array recruited the abdomen. This had been present for 2 weeks following a deep massage. The patient preferred to wait to see if the current programming relieved the pain target before pursuing other options. Relevant medical history included lumbar radiculopathy and spinal pain. No further follow-up was required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(4) 2019. Beginning a few years ago the patient had a reprogramming where they reprogrammed the device but after that the stimulation just was not as good and changed to the point where they could not feel the stimulation and the ins is shocking them. The shocking is mostly when they are sitting in an office chair and come forward. They do not feel the shocking when the device is off. They usually charge the device when they sleep but the device had really bothered them in the past so they haven¿t charged the device in over a year. The patient was redirected to follow up with their healthcare professional (hcp) and was sent an hcp listings. No further complications were reported/are anticipated.